Event description:
Attempted to put in pronto catheter for pulmonary thrombectomy and catheter tip broke off. Manufacturer response for pronto extraction catheter, pronto (per site reporter). Pending response.